Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to bent cannula. Customer's blood glucose was 300 mg/dl, 400 mg/dl and 500 mg/dl. Customer inquired on shorter cannula lengths due to being a thin person. Customer was educated on causes and prevention of bent cannula. Customer did not have tubing clamp and was advised that a tubing clamp would be sent for high pressure test. Customer was not able to give insulin pump information at the time.